Event description:
Stuck inside of my vagina... Pieces of the tampon removed [foreign body in reproductive tract]. Tampon broke inside me...tampons shed a lot - vagina [device breakage]. Case narrative: consumer reported via email that the tampon shed and broke inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.